Event description:
It was reported that the right atrial lead exhibited loss of atrial capture at maximum output. Also, the p waves sensed by the lead were low. The lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.